Event description:
Customer reported that he had a blood glucose level of 523 mg/dl at the time of the call. Troubleshooting did not show any malfunction of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.